Event description:
Patient ordered for insulin drip at 9units/hr with double nurse check. Nurse went into room where IV pump was alarming "air in line" and it was noted patient had received 100 units of insulin within 1.5-2 hours. The patient also had vancomycin running at the same time through a separate IV site and on another channel.